Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post dialysis catheter placement procedure, the catheter was allegedly discolored. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one glidepath d/l 23cm catheter was returned for evaluation. Functional and gross visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported material discoloration issue and the identified catheter deformation and opacification issues, as both the extension legs were noted to be swollen and milky-white in color proximal to the y-body. Discoloration was noted on the y-body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement procedure, the catheter was allegedly discolored. The device was removed. There was no reported patient injury.